Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the bearing could not be seated during use and it was suspected the locking mechanism was deformed. The procedure was completed with another device after a 50 minute delay to surgery. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device confirms the reported implant damage. The device is knicked, gouged, and the dovetail feature was observed to be compressed on one side and flared out on the other side. Dimensions were found to be conforming where measured. As the dovetail feature was observed to be compressed on one side. Therefore, the root cause is attributed to the surgical error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.